Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had had several falls. It was reported that the other day about 2 weeks ago, patient was bending over and felt a sharp shock in his back that did not stop and became intense. It was reported patient was brought to tears by it and took the adjuster and put it on his back and tried to communicate for several minutes but he finally got it to communicate with the device and turned it off. Patient stated, after it was off the pain stopped and the sharpness stopped. Patient reported doing dishes when it happened again even with the stimulation turned off. Patient reports a fall was related to this reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device was explanted today. The rep was told that the patient was lacking therapy and the battery had migrated to midline of the back and was causing the patient pain. No further complications were reported/anticipated.